Event description:
In 2008, a dr reported to kerr corp that the light bulb of the demtron lc curing light had exploded during use, and that a broken piece had hit the operator in the face. No one was injured.

Manufacturer narrative:
The returned device was evaluated and found to be within all specifications. The outer reflector was broken into 3 large pieces and the only remains of the bulb were very tiny pieces of glass. Damage to the hand piece indicates some type of impact to the device. Laboratory testing of the actual device could not duplicate the alleged failure of a bulb explosion. No conclusion could be drawn. It could have been a very rare occurrence where a bulb blew up, or the hand piece could have been dropped resulting in a broken reflector, broken bulb, or both. No determination could be made as to what scenario occurred. This incident is MDR reportable as a malfunction because it could cause or contribute to a serious injury if the malfunction were to recur. Conclusions: it is hard to conclude what exactly happened with this lc unit. It could have been a rare occurrence where a bulb blew up, or the hand piece could have been dropped resulting in a broken reflector, broken bulb or both. No determination can be made as to what scenario occurred. The unit functions normal, and within all designed parameters. What was concluded is that very small pieces of glass from inside the light cup can find their way outside the housing if the hand piece is tipped in the right direction.